Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the insulin pump act button was not responsive. No significant events could be connected to the issue. It was advised that the customer follow a health care professional's instruction until a replacement insulin pump arrived.